Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Analysis was unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. (B)(4).

Event description:
The caller reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The caller was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.